Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a non-penumbra microcatheter. During the procedure, the physician placed several pc400s into the target location using the microcatheter. Then, while advancing another pc400 through the microcatheter, the pc400 became stuck and approximately, only one centimeter of the pc400 would exit the distal end of the microcatheter. Afterwards, the physician experienced resistance removing the pc400. Subsequently, the pc400 was removed with difficulty and it was also reported that the pc400 became stretched during removal. The procedure was completed using additional pc400s. There was no report of an adverse effect to the patient.